Event description:
Pt had c-section performed on 9/10/93. Post-op infection developed with elevated temperature. Hosp notified of product recall by distributor on 9/15/93 due to suspected non-sterility. Pt currently on antibiotic therapy. Post-op infection suspected to be due to use of the product being recalled.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor. The device was destroyed/disposed of.